Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 1. 46 mg/dl and 252 mg/dl - within 1 minute 2. 252 mg/dl, 79 mg/dl, and 323 mg/dl - within 2 minutes 3. 77 mg/dl and 166 mg/dl - within 1 minute sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.